Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The nurse indicated that the stapler instrument and reload used during this event were both discarded; therefore, no product return is expected for isi to evaluate. A follow-up MDR will be submitted if additional information is obtained. The advanced stapler logs were reviewed for this event by an isi failure analysis engineer (fae): per the fae, there were no errors/issues in the logs related to reported problem. There were a total of 6 green sureform 60 stapler reloads fired. All stapler reload fires were completed and successful. A system logs review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired a green sureform 60 reload on the stomach. A staple line leak was identified and bleeding was observed. A site nurse reported that the bleeding was resolved by the surgeon over sewing the staple line. The cause intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a staple line leak was identified on the stomach after the surgeon fired a green sureform 60 stapler reload with a sureform 60 stapler instrument. A site nurse clarified that the staple line bled intra-operatively. The nurse reported that the bleeding was resolved by the surgeon over-sewing the staple line which he normally does not do. The patient was reportedly in good health post-operation. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to contact the surgeon to obtain additional information regarding the reported event. However, as of the date of this report, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: this staple fire was the third fire made by the sureform 60 stapler instrument during this procedure. The surgeon reported that they used this same stapler instrument throughout the rest of the procedure. This staple line reportedly bled 100cc¿s and no transfusions were administered. The surgeon sutured this staple line to stop the bleeding. The surgeon reported that this event impacted the procedure by increasing the duration of the surgery. This event did not have any effect on the patient¿s health and the surgeon does not have any concerns of this event causing any long-term health complications with the patient. The patient did not experience any post-operative complications and was discharged home doing well. The surgeon reported that they believe the cause of this event was a lack of compression and ¿not using 2 sided re-inforcement.¿ the surgeon said there are images and/or videos of this event. Isi has requested for the images/videos for review. However, as of the date of this report, the images/videos have not been received.